Event description:
It was reported that during a routine review of the latitude remote patient monitoring system, the physiologist noted the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an abnormal number of treated episodes. However, no shocks were delivered, and no episodes were stored. Technical services (ts) was consulted and explained this error appears to be an instance of benign random memory corruption. Ts also noted there are signs of memory corruption in the firmware log entries as well. In spite of these errors the device operation appears to be normal. This error can be corrected by resetting the counters. The cause of memory corruption is unknown but can be due to exposure to ionizing radiation. The patient was seen in clinic about one week later and their device was reinterrogated. The number of treated episodes field reset to zero. No adverse patient effects were reported. This s-ICD system remains in service.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. The patient was seen in clinic about one week later and their device was successfully reinterrogated.